Event description:
The reporter stated that the dermatome was not smooth and was damaging the skin grafts that were being taken. Integra has requested additional clinical information from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.